Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5103167) on 26-aug-2021. The most recent information was received on 30-aug-2021. This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ('ultrasound with migration of essure device') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2019, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), fatigue ("fatigue") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with bowel repair). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, genital haemorrhage, fatigue and abdominal pain outcome was unknown. The reporter considered abdominal pain, device dislocation, fatigue and genital haemorrhage to be related to essure. The reporter commented: discrepancy noted in date of insertion-2009, (B)(6) 2019 seriousness criteria mentioned but not specified and/or assigned to any of the events. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5103167) on 26-aug-2021. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available this spontaneous case was reported by a consumer and describes the occurrence of device dislocation ('ultrasound with migration of essure device') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2019, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), fatigue ("fatigue") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with bowel repair). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, genital haemorrhage, fatigue and abdominal pain outcome was unknown. The reporter considered abdominal pain, device dislocation, fatigue and genital haemorrhage to be related to essure. The reporter commented: discrepancy noted in date of insertion-2009, (B)(6) 2019. Seriousness criteria mentioned but not specified and/or assigned to any of the events. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.